Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, endotracheal intubation was performed under general anesthesia, and it was found that the patient could not effectively ventilate. After immediate replacement, cracked was found in the endotracheal tube and was replaced immediately.